Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Thee were 2 hologic devices involved in this event 2 mdrs will be submitted , please see 1222780-2021-00032 for reference.

Event description:
It was reported that on december a physician performed an myosure procedure then a novasure procedure on a patient. There was suspicion of a uterine perforation and a bowel thermal burn. The patient didn't required additional treatments or interventions after the procedure. There is no more information on this case.